Event description:
A caller reported a malfunction on their pump, which caused their blood glucose level to exceed safe levels, although the specific value was not provided and was displayed as "high." The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi). Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.